Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the difficult removal through the clip introducer could not be determined. The reported tear in the clip introducer appears to be a secondary effect of the clip becoming caught on the clip introducer. The gripper arm of the clip contains frictional elements which likely tore into the clip introducer material when the clip was freed. Lastly, the reported patient effect of thrombosis does not appear to be related to the clip interaction with the clip introducer as it was identified prior to removing the cds; however, a cause for the clot (thrombus) could not be identified. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus and difficult removal of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The cds was advanced to the left atrium, and a clot was noted on the clip. The cds was retracted, but became caught on the clip introducer. The clip was able to be freed, but the clip introducer became torn. The cds was removed and replaced; however, the clot was not located. No treatment was needed. One clip was implanted, reducing the mr to <1. After the procedure, the patient was extubated and confirmed to be stable. No additional information was provided.